Event description:
It was reported that during a service visit to the user facility, it was reported that during a procedure a patient experienced a lip burn during surgery. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a service visit to the user facility, it was reported that during a procedure a patient experienced a lip burn during surgery. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.